Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 06/25/2021.

Manufacturer narrative:
Initial reporter phone no.: (B)(6). Facility name: (B)(6). The actual device was not available; however, a photograph and video of the sample were provided for evaluation. The visual inspection showed that the cone of the access male luer lock (mll) was broken resulting in the leak. The reported condition was verified. The cause was design related. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak at the uer connector of a prismaflex m100 was observed during priming. There was no patient involvement. No additional information is available.